Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose was 130 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.